Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Seventeen devices were evaluated in the field and the issue was confirmed; four devices had a calibration issue, two devices had bent components, and eleven devices had damaged/broken components. The devices were repaired and returned. Four devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement in 21 events. One event had patient involvement, however there was no impact or consequence to the patient.